Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported while trying to lift the flap, the lift instrument tip exited through the cornea. The surgeon was not use if there was a corneal scar causing a "button hole" where the flap did not cut, however, he was able to lift the flap and complete the procedure with the excimer laser without any issues. He placed a bandage contract lens on the eye prophylactically. The pt was doing well. Add'l info has been requested.